Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Ms pump passed visual inspection and leak test. Ms pump it did not pass activation tests. Based on the information available and analysis results, the mechanical problem and pump deflation allegation were most likely determined to be the ms pump not passing the activation tests.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem, the device would not stay inflated. The pump was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem, the device would not stay inflated. The pump was explanted and replaced. There were no patient complications reported.